Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, a healthcare professional reported that the patient experienced an allergic reaction to the device. Their gums and tongue were inflamed and red. The symptoms went away after stopping usage. The patient didn't get an allergy test. No permanent injuries were reported.